Event description:
A report was received that stated during an injection, the needle became detached from the syringe and remained in the pt's thigh. The clinician was able to remove the needle by hand. No needle-stick took place. There was no pt or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if th device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.